Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - an x-ray showed rv lead dislodgement. The patient was hospitalized, an ECG, x-ray and repositioning of the lead was performed.